Event description:
The operator of a versacell sample management system stated that the analyzer posted an error message that a tube was stuck in the gripper. The operator found that the tube was dropped by the versacell prior to sampling by the analyzer. The operator cleaned the spill and no injury or exposure was reported. There are no reports of patient intervention or adverse health consequences due to the dropped tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the current database with a backup version. The cse also replaced the tube gripper sensors and re-calibrated the amplifier. The cause of the dropped tube is unknown. The instrument is performing within specifications. No further evaluation of the device is required.